Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 236 - 250 mg/dl. A replacement pump was sent to the customer to resolve the issue.